Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with meropenem injection (1gm, ongoing, route, frequency and duration were not reported) and vancomycin injection (1gm, ongoing, route, frequency and duration were not reported) for peritonitis. One day after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). At the time of this report, the patient remained hospitalized and has recovered from the peritonitis event. No additional information is available.